Event description:
A us distributor contacted zoll to report that a patient developed a skin irritatation under the lifevest equipment. Patient described the area as burn marks. There were no allegations of any bleeding, oozing or weeping wounds. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ and ¿check therapy pad¿ messages) has been confirmed. Upon investigation the electrode belt delivered a pulse below the lower limit due to the trunk cable being burnt. The belt did not pass detect and treat testing. The root cause for burned trunk cable could not be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" and "check therapy pad" messages.